Event description:
As resident was being lifted in whirlpool chair and was lowered into the tub, the chair became detached from lift causing chair with resident to fall back into tub. Resident's right foot struck tub and a fracture on the toe resulted. Physician was called and ordered supportive measures (ice pack, keep elevated, and tylenol for pain). The cause of the incident appeared to be that the set screws had loosened on the adjusting arm clamp and had released. The maintenance man will now routinely check the lift to see that all is in good orderdevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: manufacturer. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other, invalid data. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: device failed just prior to use, device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, invalid data. Invalid data - on device destroyed/disposed of status.